Event description:
About three or four months ago the user said pt had to call the ambulance. When the emts arrived their glucose was 27 mg/dl on their meter. Pt was given an IV. Controls were in range. The device was replaced and requested to be returned for evaluation.